Event description:
It was noted that the patient¿s sister noticed 2 days prior to the call that patient was going to the bathroom more frequently. It was reported as unknown if start date was 2 days ago or prior. It was reported 2 days prior to this call patient had a fainting spell while sitting on the toilet, it was explained that patient did not fall but was sitting on the toilet with her hand touching the ground. No falls/traumas reported. Following the fainting patient was in the hospital for a few hours, while there patient went to the bathroom every 15-30 minutes that was when patient's sister noticed loss of therapy. It was also noted that patient had no stimulation sensation 2 days prior and stimulation was turned up to 7v but patient never felt anything. It was indicated that patient tried program 2, 3 and 4 up to 8.5 but felt no stimulation from the leads. The patient stated that her back felt weird and neurostimulator site felt weird. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant product: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v222582, implanted: (B)(6) 2009, product type: lead. (B)(4).